Event description:
The customer had observed multiple analyzer condition codes. The universal wash reagent fluidics line on the analyzer was crimped. This type of malfunction could cause biased results to be reported on an assay that may influence physical action. There was no report of patient harm as a result of this event.